Manufacturer narrative:
The reported failure of the system leak verification test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy ev300 device was returned to a third-party service center for scheduled maintenance. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation, the device failed the system leak verification test. The proportional valve (aecm) and 3-way solenoid valve will need to be replaced to correct the issue. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting, a follow up/supplemental report will be completed.